Event description:
The customer reported low anion gap patient results were generated on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event. Note: the customer did not provide patient data. It is unknown which ise (ion-selective electrode) chemistry was affected.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse found bubbles in the ise tubing. The fse replaced ise buffer valve (part number c28717) which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.